Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the promus element mr ous 2.50 x 38mm stent delivery system (sds) was returned for analysis. A visual examination of the stent identified proximal damage. Strut rows 1 and 2 from the proximal end of the stent were lifted and pulled in a distal direction. The remainder of the stent was undamaged. The crimped stent outer diameter of the undamaged section was measured and the result was within the maximum crimped stent profile. The bumper tip of the device was examined slight damage was noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. An examination of the shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2017. It was reported that crossing difficulties were encountered. The target lesion was located in the moderately tortuous and moderately calcified proximal left anterior descending (plad) artery. A 2.50x38mm promus element ¿ long stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable and doing well. However, returned device analysis revealed stent damaged.